Event description:
A report was received that the patient¿s ipg site was uncomfortable. The patient underwent a revision procedure wherein the ipg was relocated. The patient was reportedly doing well postoperatively.